Event description:
The customer's mother reported that her son was having a problem with high blood glucose levels. The customer's mother discovered the reservoir compartment was full of insulin. The o-rings were leaking. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.